Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported during administration of hepatic chemoembolization with a mixture of lipidol and adriblastine, a drop of the mixture fell on the table field without contacting the operator. The chemotherapy was not given in full. Reportedly there was no contact with the skin. The retained devices have not been in contact with chemotherapy products. Several attempt have been made for further information to verify if this was prior to use as reported and to verify if the patient received the full chemotherapy treatment. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, and visual inspection of the returned device was conducted during the investigation. The visual inspection of one opened and two unopened three-way plastic stopcocks was performed. The used, failed device was not returned due to contact with chemotherapy products. No visual defects were noted upon inspection of the returned devices. The stopcock lever could be manipulated as designed. The device was liquid leak tested using a 5 milliliter (ml) syringe, and the stopcock failed. Leaking occurred at the top connection (male) of the stopcock to the base, where the syringe was attached. The hex nut was noted to be pinned securely and the pin aligned properly. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted this is one of two reported complaints for this lot number. Based on the information provided and the results of our investigation; despite the physical evaluation of the returned devices, there not enough evidence to confirm a definitive root cause for the reported event. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.